Event description:
Rptr alleges pt underwent surgical procedure with left "mrm at stage d lobular ca in situ" and underwent 2 staged reconstructions with the first one being a 270cc. A 350cc replacement was put in next.